Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the ins had not been charged in 3 weeks and the patient could not charge. A rep performed an antenna locator feature to find the best spot of the battery location. A power on reset (por) came up on the screen and the patient was able to charge normally. After the patient had charged for about an hour, the rep then tried to sync up their patient programmer to see if there was a por on it as well. The patient programmer came up with a por, but the rep was able to clear it easily without having to interrogate the ins with the clinician programmer. The patient was instructed to charge the battery all the way up before turning stimulation on for the first time. The issue was reported to be resolved. No symptoms or further complications were reported.